Event description:
By means of gentle traction, the catheter was mobilized, however, when more traction was applied to it to remove it from its intrathoracic position, the catheter sheared off and only part of it came out of the subclavian vein. The remainder of the catheter in the tunnel between the two incisions was removed. At this time, a chest x-ray was obtained and the impression that part of the catheter was still in the superior vena cava and right atrium was confirmed. After multiple attempts were made to recover and failed, a second physician was contacted and he was successful with the removal. Fluoroscopy indicated that the catheter had been completely removed. Pt is a 49-yr-old female. Implant date 5/6/92.